Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon arrival, the fse noticed that the battery would charge and stop charging frequently. One battery was charged completely while the other was charged partially (only up to three bars). The fse replaced the power management board. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a non charging battery. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon arrival, the fse noticed that the battery would charge and stop charging frequently. One battery was charged completely while the other was charged partially (only up to three bars). The fse replaced the power management board. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a non charging battery. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse noticed the charging of the batteries would start and stop frequently. 1 battery looked to be charged completely and the 2nd would only go up 3 bars. After replacing power management board device worked to factory specs. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The following investigation was performed by (B)(4), technician of the maquet national repair center (nrc) wayne, nj: cf 08/23/2022. The national repair center observed a shorted component q27 on the power management ,rohs part number 0670-00-1162 serial number (B)(6). The nrc could not install the board into the cardiosave test fixture due to the shorted component. Past experience has proven that when q27 shorts the batteries will not charge. Sending the board to sustaining engineering per procedure please note: cf 16 may 2023- the new supplier (B)(4) will no longer take parts back from swemco. Further failure analysis is not possible. The board will be scrapped per procedure.

Event description:
N/a